Event description:
Reporter stated that, at 5:45 pm, patient's blood glucose measured 5.5 mmol/l on the advantage system. Reporter indicated that patient was not feeling well and went to lie down. Twenty minutes later, patients' wife was unable to wake him. A relative phoned patient's physician who subsequently summoned emergency medical services, on his behalf. Per physician's instructions, patient's wife treated patient with chocolate. Emergency medical services reportedly arrived at 10:00 pm and tested patient's blood glucose with a result of 6.8 mmol/l. At this time, patient reportedly regained consciousness. Reporter stated that patient was taken, by paramedics, to the hospital. Reporter indicated that no additional treatment was administered by paramedics or hospital staff. Patient's current condition was reported to be "fine." The manufacturer requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
Event occurred in another country.